Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument and failure analysis was completed. The harmonic ace instrument was found to have a broken blade at the midpoint/base. A piece approximately 0.085" x 0.532" was found to be broken off. The broken piece was returned. Components adjacent to this broken blade do not show damage.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the blade of the harmonic ace instrument fractured as the instrument was activated. The surgeon claimed that he did not touch any hard objects with the instrument. The fractured piece fell inside the patient but was retrieved during the same procedure. The procedure was completed as planned.